Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 7 pocket was failed and device was not detected. A field service engineer found that the auxiliary drawer 7, pocket a1 was a 1x5 pocket and was not visible in the hardware test application and all pockets were removed from the drawer, and a known working pocket was placed in that position. That pocket also was not detected. Replaced the cubie tray, and the original pocket was reinserted into a1, and the pocket was then detected to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower drawer 7 pocket a1 failed and the device was not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.